Manufacturer narrative:
This report filed february 2nd, 2016. Device remains implanted.

Event description:
Per the clinic, the patient experienced a dislodged magnet and loss of connection to the internal device subsequent to a fall. The implanted device remains.